Manufacturer narrative:
H.6. Investigation: 11 samples were received. They have the plastic shield; 5 are identified with a check mark as good and the others also have a check mark as bad ones. The ones marked as bad ones are cavities: 4. 5, 19, 20, 73, 75. Shield pull test was performed, they are between 0.2lbs to 0.4lbs the specification is 0.5lbs to 4lbs. During the production of lot# 9309283 20 samples were measured for shield pull test. The values were between 0.88lbs to 1.89lbs. During the production of lot# 9309285 25 samples were measured for shield pull test. The values were between 0.85lbs to 2.35lbs. A process variation may have happened inducing the shield having no or very small step. This step is the one that holds the needle assembly. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that the needle guard falls off during use with a bd needle 22ga 1-1/2in safetyglide¿ ns. The following information was provided by the initial reporter: it was reported the guard of the needle falls off the needle which exposes the needle.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9309283. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-11-14. Medical device lot #: 9309285. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-11-05." (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle guard falls off during use with a bd needle 22ga 1-1/2in safetyglide¿ ns. The following information was provided by the initial reporter: it was reported the guard of the needle falls off the needle which exposes the needle.